Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional right size gh: catalog#42527000707, lot#65026091. Report source: canada. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-00897. Customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during and initial right total knee arthroplasty, the tibial articular surface provisional instrument fractured during the trialing process. There was no surgical delay or patient impact as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G2 : proposed component (annex g) code is mechanical (g04) - provisional top. Visual examination of the provided pictures unavailable, picture quality is insufficient. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.